Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the product and clinical observation. No unique product identifiers were provided. The model number was arbitrarily chosen based on the product brand name provided to med tronic. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 2 years and 2 months post implant of this bioprosthetic valve in the pulmonary position, a transcather bioprosthetic valve was implanted valve-in-valve. The reason for replacement was due to stenosis. No additional adverse patient effects were reported.